Event description:
The device was returned for investigation. A mock infusion was attempted but the device erroneously sensed air in the cassette. An internal investigation of the set ID found no signs of damage. It was also found that the pneumatic plate was broken. There was also excessive dirt left in the rear cover that was cleaned. The reported issue was confirmed.

Event description:
The following has been reported: air in line alarms, also low battery alarms, different charging brackets tried no reported patient harm. A preliminary review of the logs identified the following issue: sensor hardware failure (downstream air sensor) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported.